Event description:
Customer reported experiencing a high blood glucose level, with the value displayed as "high." Cause was not known. To address the issue, the customer administered a correction injection via manual injection and was instructed by technical support to inspect various components and ensure proper use and installation of insulin supplies. Resolution involved replacing necessary supplies and resuming insulin usage.